Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a cardiomems procedure. A command 18 guide wire was being used with the cardiomems delivery system; however, the delivery system was unable to be advanced over the pulmonary arch. The guide wire was attempted to be pulled back through the delivery system but it was stuck so everything was pulled out together. Upon removal, the coating of the guide wire appeared to be fraying and the tip separated outside the anatomy. A non-abbott guide wire was used next and the implant was successful, however, the wire may have been too far distal. The patient coughed up blood in the recovery room so the physician though a perforation occurred, but no testing was done and no treatment was performed. The physician stated he did not know which wire caused the perforation. There was a delay in the procedure. The patient recovered in the recovery room. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect(s) of perforation is listed in the hi-torque command 18 guide wire for pta instructions for use as a potential adverse event associated with use of this device. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/pulmonary arch and/or interaction with other devices resulted in the reported difficult to advance and difficult to remove. Interaction/manipulation of the devices resulted in the reported peeled / delaminated coating and ultimately resulted in the reported material separation. Additionally, it is possible that the reported difficulties caused/contributed to the reported patient effect(s); however a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.